Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support reset the pump, and the malfunction code did not recur, allowing the customer to continue using the pump.